Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was difficult to use due to the plunger getting "somewhat stuck" during use.

Manufacturer narrative:
H.6. Investigation: customer returned (462) 3/10cc, 8mm, 31g syringes (22 loose without any packaging, 440 in sealed poly bags) with the shelf cartons from lot # 8239954. Customer states that the needles have barbs on them and the plungers were somewhat stuck. Thirty out of 462 returned syringes were tested (all 22 loose, 8 from the sealed poly bags) and all plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was difficult to use due to the plunger getting "somewhat stuck" during use.